Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20025241. Additional information provided by the customer indicated that the product was connected to a bd pegasus catheter, and drug leaked from the damaged smartsite. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 20025241 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. See h.10.

Event description:
It was reported that 2 ll vlv adpt(stand alone) experienced device deformation/damage while still considered operable. The following information was provided by the initial reporter: cracks were found in the product during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 ll vlv adpt(stand alone) experienced device deformation/damage while still considered operable. The following information was provided by the initial reporter: cracks were found in the product during use.